Event description:
The pump was returned for investigation. Investigation revealed that the up arrow and contrast keypad buttons were intermittently unresponsive and required excessive force to elicit a response. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the up arrow and contrast keypad buttons were intermittently unresponsive and required excessive force to elicit a response. The keypad cover was removed and there was contamination found under the up arrow, down arrow and contrast key contacts. The pump was returned with the audio bolus button cover detached. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.